Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that there was no needle and/or the needle was not attached to the suture. It occurred before use. No further information has been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are 104 units in stock in b. Braun surgical's warehouse. We have received 36 closed samples and an open and unused sample with the needle detached from the thread (thread is still wound on the pack and needle is missing). Tightness test to the closed samples received has been performed and the units are tight. Needle attachment results conducted on the closed samples received are 0.69 kgf in average and 0.37 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 0.23 kgf in average and 0.11 kgf in minimum. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider the open sample this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences during the process, but the product was released fulfilling b. Braun surgical requirements. Furthermore, needle attachment results conducted on samples before releasing the product were 0.74 kgf in average and 0.38 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: the root cause cannot be determined as the closed samples received comply usp/ep and b. Braun surgical requirements regarding needle attachment strength. Final conclusion: despite receiving a defective sample, the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. We take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.